Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump failed the accuracy test. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Service recommended an expulsor to be trimmed down to bring the delivery accuracy closer to nominal of a range. Based on the evidence, the complaint was not confirmed and the problem source of the reported event is unknown.